Event description:
It was reported that the device had a red screen with an error code when powered up. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. Without identifying the error code the most likely root cause cannot be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed. A second investigation has been created for this pump with the same complaint, (in-0167296) will provide the evaluation of this device.